Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor reported that the patient had developed a skin irritation under the therapy electrode pad. The area was described as "the size of a nail" with broken skin. The patient's nurse recommended a hydrocortisone cream for the area. Multiple attempts to follow up with the patient were unsuccessful. The final medical outcome of the irritation is unknown.